Event description:
Information was received that the cadd prizm pump is alarming cassette damaged. No reported adverse effects.

Event description:
Additional information received indicates the reported device fault did not occur while in use with a patient.